Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. Pentax video processor model epk-i5000 is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Evaluation summary it was caused due to a malfunction on the electric parts in the processor. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of before use. There was no report of patient harm. The complaint that no image was output.